Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the posterior tibial artery. After crossing the guidewire, a 2.0mmx20mmx143cm nc quantum apex balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon second inflation at 12 atmospheres. Another balloon with a different size was used and completed the procedure. No complications were reported.